Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call transmitter not charging and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and current blood glucose is 387mg/dl. Customer treated with insulin pump and declined to trouble shoot for the high blood glucose. Transmitter went through functional check and passed. Advised to monitor transmitter and call back if needed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is february 21, 2018.